Event description:
A pt report experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 169 mg/dl versus 125 mg/dl meter to lab. Tests were done within 10 minutes with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.